Event description:
On (B)(6) 2018, patient was placed on gurney for shower. The pin holding the leg of the top portion popped out, resulting in patient falling to floor. Diagnosed with scalp hematoma and wedge compression fracture.